Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been hospitalized for migraines in the past, which they believe to be caused by their device. It was not reported when the event occurred.

Event description:
Additional information was received from the patient. It was reported that the patient first started experiencing the migraines on (B)(6) 2016. The patient reported that the issue has not been resolved and they are still being hospitalized and having ER trips. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.